Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the atrial lead dislodged. The physician attempted to reposition the lead. Under fluoroscopy the lead helix appeared to be retracted but upon removal the helix was extended. The lead was explanted and replaced. No patient complications have been reported as a result of this event.